Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the flow rate accuracy is outside of the specified +/- 5% range. The pump will be re-calibrated after it is repaired. Further analysis will be performed for root cause investigation. Corrective and preventive actions will be identified and implemented.

Event description:
The user facility reported a instance where a (B)(4) infusion pump was found to over-infuse. No pt was involved.